Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid, abdominal pain and diarrhea. The cause of peritonitis was unknown. The patient was hospitalized due to the event and was treated with vancomycin injection (1gm, intraperitoneal, frequency and duration were not reported), fortum injection (250mg, intraperitoneal, frequency and duration were not reported) and zydotum injection (1.5mg, twice a day, intraperitoneal and duration were not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.